Manufacturer narrative:
During the investigation: au4000305 - module was returned to spectrum medical, on return of the device the fault could not be reproduced and on review of the system logs no anomalous results could be found. Au4001229 - investigation found a build-up of debris in the port used to connect to the pump to the rest of the equipment. It is believed that this resulted in an intermittent connection with caused the anomalous behaviour.

Event description:
Users reported experiencing pump stop during a case. In these cases, there was no patient harm. Spectrum medical considers interruption to blood flow a reportable malfunction.